Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level; the exact value was not determined, however, the customer's bg meter read, "high" and ketones were present. The cause was suspected to be due to the customer incorrectly completing the load sequence resulting in failure in resuming insulin delivery. The customer experienced sickness, dizziness, cold sweats, and nausea. To correct the customer's bg, customer was treated with manual injections and intravenous fluids. The customer was released from the hospital the following day.